Event description:
It was reported that this left ventricular (lv) lead exhibited a rise in pace impedance measurements since implant from 650 ohms to currently 950 ohms. Additionally, the capture threshold was 1.8v and lv pacing dropped from greater than 90% to approximately 90%. Since the pace impedance measurements were within normal limits, the health care professional (hcp) decided to resolve with continuous monitoring. This lead remains in service. No adverse patient effects were reported. Additional information was received that the lv lead exhibited an increase in pace impedance measurements from 1693 ohms post programming to 2088 ohms which resulted in an automatic safety switch from bipolar to unipolar pacing. Additionally, it was noted there did not appear to be lv capture on the presenting data. Technical services (ts) recommended programming changes and to evaluate the lead in clinic. This lead remains in service. No adverse patient effects were reported.